Manufacturer narrative:
The vitrectomy cutter was disposed at the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during a procedure, the vitrectomy cutter did not work correctly and the surgeon needed to change it to complete the procedure. There was no report of injury or consequence to the patient.